Manufacturer narrative:
(B)(6). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different nano meters, within 10 minutes: 130 mg/dl (system 1) and 504 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.